Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, infections, urinary problems and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced pain, loss of motor strength, numbness, incontinence, difficulty with ambulation, leakage and other urinary symptoms which have increased in severity and frequency since the procedure. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.